Manufacturer narrative:
The field service engineer (fse) found that the sample probe was dripping which indicated a leak in the flow path. It was found that insufficient water was being used for sample probe washing. The fse replaced the degasser tank and the main pump. Qc was performed successfully. The investigation found that a fault within the analyzer's fluidics system was the root cause of the issue. The service maintenance actions performed by the fse resolved the issue.

Event description:
The initial reporter received questionable elecsys estradiol iii assay initial reporter occupation and elecsys prolactin assay (prl) results from 3 patients on a cobas e 801 analytical unit. The customer repeated the samples because the qc performed after the initial results failed. For patient 1, the initial prl result was 525 miu/l and the initial initial reporter occupation result was 62 pmol/l. The repeat prl result was 359 miu/l and the repeat initial reporter occupation result was 20 pmol/l. For patient 2, the initial initial reporter occupation result was 119 pmol/l. The repeat result was 86 pmol/l. For patient 3, the initial initial reporter occupation result was 715 pmol/l. The repeat result was 465 pmol/l. It is unknown if the initial results were reported outside of the laboratory. The repeat results were deemed correct. The prl reagent lot is 58011901 and the expiration date is 31-may-2023. The initial reporter occupation reagent lot is 59215401 and the expiration date is 31-dec-2022.